Manufacturer narrative:
H3 other text : device not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges inflammation on the nose for a few weeks. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges inflammation on the nose for a few weeks. The device was returned to the service center. The technician confirmed there was no foam particles inside the assembly during the device evaluation. The device only showed signs of dust contamination. The device was scrapped.